Manufacturer narrative:
(B) (4).

Event description:
The patient was having more pain symptoms. At refills, the actual residual volume in the pump was greater than the expected volume; the specific values were not provided. A catheter dye study and imaging was done (dates not reported). The results were reported to be normal. A roller study was being considered prior to pump replacement. Additional information has been requested, a follow-up report will be sent if additional information becomes available.